Event description:
It was reported that customer experienced temperature alarms while pump was charging, without exposure to extreme temperatures. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to place pump in storage mode and return it using a prepaid label, and a replacement pump was arranged; customer understood they would need to enter pump settings again and reconnect continuous glucose monitor, and planned to continue using current pump until replacement was received.